Event description:
It was reported that the patient presented in clinic for routine follow-up. The pacemaker exhibited backup operation after several unsuccessful cyber-security firmware update attempts. A possible telemetry issue was suspected. The device was restored and the patient was asymptomatic throughout.